Event description:
A malfunction alarm occurred with the customer's pump during insulin delivery. The customer's blood glucose level was reported to be 10.1 mmol/l, which is within the normal range. Despite following the proper loading technique, the issue persisted, preventing the customer from resuming insulin therapy. Technical support arranged for a replacement pump and advised the customer to use multiple daily injections as a backup therapy. Additionally, the customer was instructed on how to return the faulty pump and was aware of the procedure for storing it before return.